Event description:
It was reported that a malfunction alarm occurred with the customer's pump, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer had experienced at least three occurrences of this malfunction, and tandem technical support arranged for a replacement pump while confirming the shipping address and instructing the customer on returning the problematic pump. The customer will continue using the current pump as backup while awaiting the replacement.